Event description:
The user received instrument alarms and an erroneous potassium result for one pt lithium heparin plasma sample, which was hemolyzed. The initial result was less than 0.20 mmol per l with a data flag. The repeat result was 5.40 mmol per l with a data flag. The initial result was not reported to the physician and the pt was not impacted in any way. The field service rep determined, there was a misadjusted grid in sample rack 5, which caused liquid level detection issues. He adjusted and realigned the grid. To verify the analyzer operation, he ran a 10 cup precision, reran the pt with "bad" results and verified correct results, ran multiple patients with no errors or alarms and performed qc.